Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia and nausea/vomiting leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair with gore bioa mesh and linx device implantation occurred without issue on (B)(6) 2017. Patient received an esophagogastroduodenoscopy (egd) with balloon dilation under fluoroscopy previous to explant. Device explant due to severe dysphagia and nausea/vomiting occurred on (B)(6) 2017. Device was found in the correct position/geometry at the time of removal. It was noted that there was a "prominent dense inflammatory response - maybe to bioa" mesh used for hernia repair.